Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that this had been occurred in the operating room. 10ml was put in during the pre-test, but only 8ml returned and the cuff remained inflated. When the cuff was pinched with the hand, the syringe was able to be pulled, and it returned. The same phenomenon occurred even after repeating the process 7 to 8 times.

Event description:
It was reported that this had been occurred in the operating room. 10ml was put in during the pre-test, but only 8ml returned and the cuff remained inflated. When the cuff was pinched with the hand, the syringe was able to be pulled, and it returned. The same phenomenon occurred even after repeating the process 7 to 8 times. Per investigator's notification received on 08jul2025, it was reported that asymmetrical balloon was found during sample evaluation.

Manufacturer narrative:
The reported event is unconfirmed. No root cause could be found because the reported event was unconfirmed. Visual evaluation noted received 1 all-silicone temp sensing foley catheter with sample port connector and syringe. Attempted inflation with returned syringe using 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water). Inflated properly with no difficulties and deflated within 1 minute and 28 seconds using returned syringe. DHR reviews is not required as the reported event is unconfirmed. Labelling review is not required as the reported event is unconfirmed. Correction: d, e, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.